Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The patient called wanting to know the purpose of the device registration card and then stated that follow-up is required because one of the devices had kinked. No clinical sequelae were reported and the patient is fine.

Event description:
Additional information was received as follows: it was reported that the physician placed a bare metal stent across the area of concern. The physician stated the intervention was a success and the final angiogram was widely patent.

Manufacturer narrative:
(B)(4).